Manufacturer narrative:
The returned device was evaluated and investigation identified an exposed needle before opening the pod. When the device was opened, the needle retracted and scoring marks were identified on the inside of the top housing signaling interference with the needle mechanism assembly. Investigation found no defects or manufacturing deficiencies that would contribute to insulin leaking during wear or a failure of the pod¿s ability to deliver insulin. The distal tip of the soft cannula was manually occluded, and no leaks were present. The fill septum was inspected, and no large puncture marks were found. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod their blood glucose level rose to 350 mg/dl. Patient noticed the pod was leaking during wear.